Event description:
The procedure was to treat a heavily calcified lesion in the proximal rca. The lesion was pre-dilated with a 2.0/15 balloon. The pixel was advanced, but was unable to cross the lesion. Another effort was made by using double guide wires, but the pixel still would not cross the stent dislodged from the balloon. It was not possible to retrieve the stent. The pt was taken to surgery for CABG, and is reported to be doring well. It is unk if the stent was retrieved during surgical procedure. No additional info was available.